Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the clip was confirmed as the trigger pin was missing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to deploy the clip due to the observed missing trigger pin was concluded to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of a right common femoral artery was attempted using a starclose se device with a 5f sheath after an angio interventional procedure. Reportedly, all steps were performed per instructions for use; however, during clip deployment, the starclose se clip did not deploy. The starclose se was removed with no resistance noted. The clip remained on the distal end of the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.